Event description:
On (B)(6) 2013, patient reported the infusion device has had high power consumption and does not properly provide the w2 battery low warning before the e2 battery empty error. This was verified in the infusion device history. The alkaline battery in use was not expired. The battery and battery cover were used within specification, and the average battery life has been less than 5 days. The battery contacts are not damaged. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue. The infusion device, battery, and battery cover were replaced and requested for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint can be verified. Based on the history analysis, the pump had high power consumption. A defective component in the power supply path led to a leakage current; therefore, a battery change had to be performed frequently. Due to a quick discharge of the battery, the w2 "battery low warning" did not alert the user but the e2 "battery empty error" occurred.